Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and revealed the following: calcification and tortuosity present in the patient's access vessels, and undersized vessels (minimum luminal diameter of greater than or equal to 5.5mm required for use of 14fr esheath+). In this case, the complaints of difficulty introducing sheath, inability to advance through sheath, and sheath distal tip split were unable to be confirmed as no device and/or relevant imagery were provided. Per training manual, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification''. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Undersized vessel diameters can constrain the sheath increasing friction and subsequently influence push force. In addition, the training manual states, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As a result, available information suggests that patient factors (calcification, tortuosity and undersized vessels) may have contributed to the difficulty introducing sheath and inability to advance through sheath events. It was reported that the distal tip split was likely caused when pulling the valve back into the sheath. Presence of calcification and tortuosity can create sub-optimal angles during system retrieval into the sheath, making the delivery system and/or valve more likely to catch onto the distal tip. In combination with the withdrawal force needed to retrieve the system, the distal tip can be damaged and result in the reported split. It is also possible that sheath distal tip interacted with calcified nodules during sheath insertion and/or withdrawal and further contributed to the alleged distal tip split. Additionally, it was reported that the same sheath was used for a second set of delivery system and thv. Re-insertion of the sheath into a calcified, undersized vessel may also contribute to the distal tip split. As such, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (withdrawal of crimped thv and re-use of sheath) may have contributed to the sheath distal tip split event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. During tavr, there was difficulty introducing the 14fr esheath+ due to a calcium lip in the distal aorta, which caught the esheath+ and s3ur valve. It was decided to switch the 26mm s3ur valve for a 23mm s3ur valve. The same esheath+ was used to advance the 23mm s3ur valve, but could not advance past the distal aorta. The 23mm commander delivery system was manipulated and a percutaneous transluminal angioplasty (pta) balloon used as a bumper, but still the system could not advance. The whole system was removed without incident and a new system prepped. Upon removal of the esheath+, it was noted to be split near the distal tip, likely caused when pulling the s3ur valve back into the esheath+. The second system was able to successfully insert, advance and deploy the 26mm s3ur valve. Per report, the patient left the operating room in stable condition.

Manufacturer narrative:
The investigation is ongoing.